Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture, high threshold and low impedance. The lead was capped and replaced on (B)(6) 2015. The patient was stable.